Event description:
A report was received that the patient had cramping/bruising at paddle incision site and swelling and bruising at the ipg site. The patient was given lidoderm patches.

Event description:
A report was received that the patient had cramping/bruising at paddle incision site and swelling and bruising at the ipg site. The patient was given lidoderm patches.

Manufacturer narrative:
Additional information was received that the patient's ipg site would hit the door handle and that this was not a real trauma. Analgesic medication was given for the pain. There will be no further course of action.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).